Event description:
During a ptca treatment procedure, the maverick2 monorail 20/2.25 mm balloon ruptured at 14 atms on the second inflation. (The number of atms reached on the initial inflation was 6 atms). The lesion being treated was a calcified, 90% stenotic lesion in the distal to posterolateral left circumflex coronary artery. The physician used a whisper guidewire and a 6f mach1 guide catheter to cross the lesion. The maverick2 monorail 20/2.25 mm balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.